Event description:
It was reported that a patient underwent a thromboendarteriectomy of the right carotid artery procedure on (B)(6) 2022 and suture was used. The suture spontaneously broke twice on areas that were not handled when making the knots. The carotid clamping time was increased by 15 minutes due to the complexity of the endarterectomy and suture. There were no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: event date: (B)(6) 2022. Procedure: thromboendarteriectomy of the right carotid artery with closure by bovine pericardium patch. During the intervention, the suture spontaneously broke twice on areas that were not handled when making the knots. Consequences: increased carotid clamping time of 15 minutes due to the complexity of the endarterectomy and suture. Increased the ischemic risk and risk of stroke. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/14/2022. Additional information was requested, the following was obtained: could you please clarify what do you mean by "incident related to the use of a prolene"? Please provide more details see note (B)(4) could you please confirm if the patient suffer from any sign or consequence? Pleas e provide more details. The postoperative suite was marked by a postoperative stroke with left hemiplegia, with a rapidly progressive recovery. According to the surgeon, the stroke was not related to the wire rupture. Could you please confirm if the surgery was prolonged due to the issue (breakage suture)? See note (B)(4). What is the current condition of the patient? Complete recovery in the lower limb with possible walking, recovery also in the left upper limb with motor skills evaluated at 4/5. No other deficit. The patient was transferred to follow-up and rehabilitation care on (B)(6) 2022. Attempts are being made to obtain the following information. If further details are received at a later date a supplemental medwatch will be sent: it was reported that the suture breakage caused an increase in clamping time which increased risk of stroke. Was the stroke caused by the increased clamping time? H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that it was received one open box with three unopened samples that pertain to the product code w8704. In order to evaluate the condition of the returned samples, the packets were opened, and the swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no issue related to breakage suture or anomalies were observed during evaluation. A functional test was performed using an instron equipment and the tensile force was above the minimum requirements. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/14/2022. H6 component code: g07002 no device problem found. Based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent to FDA: 09/19/2022 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/15/2022. Additional information was requested, the following was obtained: was the stroke caused by the increased clamping time? The stroke occurred after the surgery is embolic. The increased clamping time could increase the risk of ischemic stroke. The embolic stroke observed on the patient is not related to the increased clamping time according the surgeon. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.